Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. During the procedure, we couldn't ablate in the left atrium. Impedance would rise and stop the ablation. We took the catheter out and the tip had char on it + default with the irrigation. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature, and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed char on the tip area, no more damage or anomalies on the device were observed. The irrigation test was performed and there was inadequate irrigation since some of the irrigation holes were occluded with the char observed. Temperature and impedance test were performed and the device was found working correctly, however, the char observed could be related to the impedance issue reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char, irrigation, and high impedance issues reported by the customer were confirmed. The potential cause of the char could be related to the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present; in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. During the procedure, we couldn¿t ablate in the left atrium. Impedance would rise and stop the ablation. We took the catheter out and the tip had char on it + default with the irrigation. There was no patient consequence. The irrigation issues occurred during ablation (rf) shots on the ablation catheter. There was a flow mismatch between the pump delivering irrigation and the flow on the generator.

Manufacturer narrative:
On 5-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).